Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015 product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015. Product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-sep-2019, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that her therapy hasn't been helping since "2019 or before" and couldn't confirm which year. She says that she met with a manufacturer representative last thursday and they adjusted it but it didn't help. Additional information received from patient. Patient called to respond to follow up sent. Patient reported they had talked to the rep carol somebody and told her that shut it off and the pain went completely down, it's like the stimulator was intensifying the pain. I shut it off, really hadn't had it on hardly at all, maybe a couple times at low but it didn't do nothing, made it worse so I just kept it off since. Patient indicated when they met with rep, they had an adjustment done for one leg and could feel it in the other leg. Patient reported their weight at the time of event was 235 lbs. Patient indicated they were to follow up with rep in two weeks but has not heard from rep yet. The patient later reported that "a long time ago" the neurostimulator (ins) was "malfunctioning" the patient reports she was having pain (that they were implanted for) so patient kept increasing stimulation and over a month ago just turned stim off because the electrical pulses were going past where they were supposed to be. The only fall/trauma patient could recall was in feb 2020, however patient believes the issue started prior to that fall. A CT scan was performed in february and there was a wire being where there wasn't supposed to be a wire during the CT scan but it was not clear if the CT tech was aware of the implanted system as patient also mentioned the CT tech said patient did not need to turn stimulation off then saw a wire on the scan. Patient will be having an MRI to troubleshoot the stimulator and pain. The issue was not resolved through troubleshooting

Event description:
Additional information received. They just had an MRI, and saidthe images said there is a "surgical change in implantable wire and power pack". However pt said her doctor said there was nothing surgically that could be done, and pt is wanting the doctor to help her. Pt offered to send physician listings, but pt declined and said they already tried that. Pt also mentioned they met with a rep (did not obtain name) who tried to adjust ins. Pss kept redirecting pt to hcp as pt said the images show the wires have moved

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.